Manufacturer narrative:
Device received with critical pump error after battery insertion due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The contacts on battery cap was not damaged. The insulin pump was exposed to moisture. The customer stated there was a little water inside the insulin pump case but no visible inside the battery compartment. The display did not returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.